Event description:
1. Describe the event: there was an allegation about questionable results for three patient samples tested with elecsys tsh v2 on a cobas e411 rack. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: a piece of foil was found in the reagent pack. The origin of the foil is unclear. The investigation determined the issue is an isolated issue. The investigation could not identify a product problem. The cause of the event could not be determined. It cannot be excluded that the foil was introduced during packaging or if it occurred due to the customer's handling of the reagent. 2. Summary of follow up/corrective actions taken: the reagent pack was replaced. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.